Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: tapp leistenhernie. Event description: the patient underwent inguinal hernia surgery that day and after inserting and placing the trocars, dr. [Name] found our double seal in place. The retrieval of the seal was without complications and did not prolong the operation significantly (5min). No instruments or swabs were inserted through the trocar yet, according to the surgeon, the valve released without manipulation. Type of intervention: retrieval of separated part. Patient status: okay.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: tapp leistenhernie. Event description: the patient underwent inguinal hernia surgery that day and after inserting and placing the trocars, dr. [Name] found our double seal in place. The retrieval of the seal was without complications and did not prolong the operation significantly (5min). No instruments or swabs were inserted through the trocar yet, according to the surgeon, the valve released without manipulation. Type of intervention: retrieval of separated part. Patient status: okay.